Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the patient experienced a shock around the groin area for the past two weeks and had to lower it and put it to another level because it was shocking at a high level. They noted it was not constant and they felt it when sitting in a car and other times at night. The patient stated they would call back to troubleshoot with the controller to see if something might help them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.